Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of april 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drug began dripping from the vent of a clearlink system - non-dehp solution set when the drug bag was spiked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.